Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The patient remains ongoing on lvad support, awaiting a decision on a pump replacement or a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018, a pump stoppage occurred during a big movement of the patient's chest. After 6 seconds, the pump started again when the system controller was connected to batteries. The patient also reported a mechanical noise from the inside. The patient was asymptomatic. The next morning at the hospital, when trying to download the system controller log file, the pump speed went down the moment the white cable was connected to the power module. A non-grounded patient cable for use with the power module was requested. An external driveline evaluation was performed by the manufacturer¿s technical services representative on (B)(6) 2018. X-ray images showed that the portion of the driveline external to the patient was in good condition. The portion of the driveline internal to the patient close to the pump exit site appeared to be a little thin, though not clearly visible. No visual damage or evidence of fluid was found inside the driveline. The patient was in the hospital awaiting a decision on a pump replacement or a heart transplant. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of low speed and pump stop events can be confirmed by the evaluation of the submitted log file. The log file, dated (B)(6) 2018, contained approximately 43 days of data, spanning from (B)(6) 2017 to (B)(6) 2018, which captured several low-speed hazards and a pump stop event while the patient was supported by the patient cable and power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient''s driveline; however, a specific cause for the events cannot be conclusively determined through the evaluation of the returned driveline. The patient remains ongoing on heartmate ii lvas while on the transplant list, and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.